Manufacturer narrative:
The reported event is unable to be confirmed because the customer will not be returning the device for root cause evaluation. Device not returned for investigation.

Event description:
It was reported that quantity 3 of the ortholock ex-pin 3x110 broke while being inserted into the tibia during a total knee replacement procedure. The surgeon decided to leave the pin fragments in the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.